Manufacturer narrative:
Additional narrative: asr revision asr resurfacing - right reason(s) for revision: component loosening (acetabular), pain and alval/soft tissue reaction the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision: asr resurfacing - right. Reason(s) for revision: component loosening (acetabular), pain and alval/soft tissue reaction.